Event description:
It was reported that "seal broke and dropped into pt and was retrieved." No pt injury.

Manufacturer narrative:
The returned device visually examined and found the seal was off the seal body. It appears the seal was stretched during the surgical procedure. Perhaps variations in user styles and/or instruments through the cannula caused the seal to stretch. There was no evidence that the device was not assembled correctly. We consider the investigation complete and the complaint closed.